Manufacturer narrative:
This previously capped lead was explanted and returned for analysis. Upon receipt, the lead under complaint was found capped 14cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing with inappropriate shocks was observed approx. 52 months after the implantation. The proximal part of the lead was explanted and the rest remains capped in situ. A new lead was implanted.